Event description:
It was reported that with the patient¿s first implant, the incision never healed. She started to have pain about six months after implant and the site was red and it hurt. The patient stated, she might have been allergic to the sutures. The suture erupted and she had to go the hospital and the device was removed to avoid meningitis. The patient waited four days after going to the hospital before the device was removed and she was on a lot of antibiotics. The device was removed in (B)(6) 2013, eleven months after implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the cause of the event was determined and it was not device related. Reprogramming was not needed. The patient traumatized the site of the implantable neurostimulator (ins) and it opened and it required removal.

Manufacturer narrative:
Product ID 3778-75, serial#(B)(4), implanted: 2012 (B)(6) explanted: 2013 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n338709; product type accessory. (B)(4).

Manufacturer narrative:
(B)(4)